Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition that a piece of metal from inside the handpiece device broke off was confirmed. An assessment was performed and it was found that the device failed visual inspection due to the broken off tip of the tool coupling. During the assessment of the device, it was found that a part of the tool coupling was broken off and missing, moving parts of the device did not move smoothly, and there was fluid ingress. It was further determined that the device failed pretest for general condition. The assignable root cause was determined to be traced to improper handling, which is user error.

Event description:
It was reported that a piece of metal from inside the handpiece device broke off when being used with the tibial plateau leveling osteotomy (tplo) attachment. During in-house engineering evaluation it was determine that the tip of the tool coupling was broken off. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2025. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.